Event description:
It was reported the customer had a battery out limit alarm. Customer has changed the battery, but the alarm persisted. The customer's blood glucose was unknown. Customer also stated the alarm occurred during normal insulin pump use. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.